Event description:
It was reported that the surgeon intended to reposition the fmt on the round window. But as it was ingrown, the surgeon did not want to risk damage to the implant and decided to explant the device. Therefore the pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.